Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
S/w version 4.11 e. Retainer ring = black. Customer returned insulin pump for alleged insulin pump errors 25, 23, 49, and 65 found on april 11, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and active current test. The insulin pump failed the self test due to appearance of insulin pump error 75, and failed the sleep current test. Successfully downloaded insulin pump history files and traces using thus software. Insulin pump trace download analysis confirmed the insulin pump alarmed a pump error 25 on february 20, 2022 at 19:50:00.000, a pump error 23 on february 20, 2022 at 19:50:00.000, pump error 49 on april 13, 2022 at 13:16:29.000. Pump error 65 was not found in the insulin pump history files or traces. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and the lithium battery. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, broken belt clip rails, battery tube threads - cracked, and corroded battery tube. Insulin pump error 75 was confirmed during testing due to moisture damage on the lithium battery. Insulin pump errors 25, 23, 49, and 65 were confirmed due to moisture damage on electrical board 1 and electrical board 2. High sleep current was confirmed due to moisture damage on electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.